Manufacturer narrative:
Correction to h6 "type of investigation" code from "4114 - device not returned" to "10 - testing of actual/suspected device". This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacture's final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. The user facility did not provided third-party culture test report however, they did provide the following information: sampling report date: unk (unknown). Sampling from: unk. Bacterial identification: e.coli: 8cfu/ml. Ochrobactrum anthropi: 8cfu/ml. Olympus provided the following result of the culture test, performed at the third-party labs: analysis date: jan 24, 2024 to jan 29, 2024. Sampling from: all channel. Cfu <1cfu/endoscope. Bacterial identification: total aerobic microbial count <1cfu. Total yeast and mold count <1cfu. Total anaerobic microbial count <1cfu. Staphylococcus aureus: absent. Pseudomonas aeruginosa: absent. Escherichia coli: absent. Bile-tolerant: absent. Gram-negative bacteria: absent. Sampling from: distal end. Bacterial identification: staphylococcus aureus: absent. Pseudomonas aeruginosa: absent. Escherichia coli: absent. Bile-tolerant gram-negative bacteria: absent. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope, the loaner device was contaminated. Customer had confirmed that the positive was detected at culture test. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.